Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing separated from the cartridge connection. There was no reported adverse impact to the customer's blood glucose level. Although requested, no additional information could be obtained.